Event description:
It was reported that the pt and his mother came to the clinic for a routine check without a certain problem. Testing revealed several channels with short circuits and several with status "hi". The pt can not talk, only sign. The mother stated that he didn't fall at home, but she can not rule out that this could have happened in the kindergarten.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.